Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent lavh, right salpingo oophorectomy, cystocele repair, vaginal vault suspension, and cystoscopy due to uterine prolapse, pelvic pain, 2nd degree cystocele, sui, and hypermobile urethra. It was reported that following insertion the patient experienced urinary/bowel problems and dyspareunia.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh and perigee was implanted it was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.